Event description:
Based on the report, the product was returned as an implant failure because of infection. The pt had good oral hygiene and good bone condition. The fixture was placed with a two stage surgery in tooth location #11. No bone augmentation material was used. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The implant was removed because of infection. The pt outcome was recovered without any complications. Another implant was placed in tooth location #11 on the (B)(6), 2011.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within spec. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.